Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due to high blood glucose. Blood glucose level at the time of the incident was 340 mg/dl. The customer treated high blood glucose with bolus delivery and manual injections of insulin. The customer visited emergency room on (B)(6), 2021 and was treated with intravenous insulin drip. The customer was using insulin pump system within 48 hours of the high blood glucose levels. The customer was not on auto mode feature at the time of incident. Troubleshoot was performed for high blood glucose but no issue was found. The current blood glucose level was 243 mg/dl. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.